Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer took the pump into a pool with them. Subsequently, although a light was flashing on the pump, it was otherwise noted to be unresponsive and stopped all insulin delivery. During troubleshooting with tandem technical support, the customer plugged the pump in to charge and a malfunction alarm occurred. The customer's blood glucose (bg) level was impacted 350 (mg/dl). The customer took a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.